Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A customer complained of questionable inr results for 2 patients tested on a coaguchek xs pro meter serial number (B)(4) compared to the thromborel s laboratory method. For patient 1: on (B)(6) 2019 the meter result was 7.0 inr and the laboratory result was 4.8 inr. On (B)(6) 2019 the meter result was 5.1 inr and the laboratory result was 3.9 inr. For patient 2: on (B)(6) 2019 the meter result was 7.9 inr and the laboratory result was 5.1 inr. On (B)(6) 2019 the meter result was 7.1 inr and the laboratory result was 4.4 inr. The customer stated that all the laboratory results were performed within 1 hour of the meter results. There was no allegation of an adverse event. Clinical decisions were only made based on the laboratory results. The customer's test strips have been requested for return. Replacement product has been sent. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.